Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented with multiple falls, confusion, elevated white blood cells (wbc) count, and fever. No driveline infection was reported, but the computed tomography (CT) scan displayed fluid collecting around the outflow graft. The patient reported alarms but was unable to confirm which alarms were given. The log files were submitted for review. Upon review, the log files contained some unusual power cable disconnect alarms, appearing to be the result of rsoc invalid flags. Additional information received confirmed that the infection was bacterial, and that the patient would be administered IV antibiotics and oral antibiotics. The healthcare professional (hcp) observed the patient connecting the battery and power cables and cleaned the batteries. The batteries were also due for calibration, and the calibration was performed.